Event description:
It was reported that there was a leakage during ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The leakage was reportedly coming from the patient circuit. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the reported event was a leakage in the patient circuit. No ventilator malfunction.